Event description:
The customer reported that the v60 ventilator had a ventilator inoperative error code message of machine and proximal pressure sensors failed continuously. The customer reported that there was no patient involvement.